Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. The device was evaluated by the field service engineer who powered the unit on as a troubleshooting method. The reported problem could not be duplicated, and the field service engineer recommended replacing the battery as preventive maintenance. The field service engineer recommended a battery replacement, but no repair was made. The device was being used for treatment when the malfunction occurred. There was a relationship between the reported problem and the device. No parts have been returned for failure investigation, and the root cause cannot be determined.

Event description:
The customer states during transport the unit shut off. A patient was involved, but the customer reported no patient harm.